Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a f/u call to the facility, the rptr confirmed that there was no pt injury. The actual device involved in the reported event has been rec'd for eval. The investigation on the device is on-going at this time. A f/u report will be provided after the inspection results are available. The pump has software version (B)(4).

Event description:
As reported by the user facility: (B)(4), serial # (B)(4) - details / medical condition: small cell lung cancer / drug administered: etoposide. No injury. Pump infused very slowly. Occurred: (B)(6) 2012 / oncology care area / continuous therapy. Ran 1 hr and set at 800 and ran 150 only.